Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam solution leak from the hydro-pneumatic compartment. No injury was reported.

Manufacturer narrative:
Bci service replaced no foam bottle and reagent.